Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava (svc) coil and rv coil impedances. A fracture was suspected. The rv lead remains in use and a revision procedure is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: additional performance data was collected from the device and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a discontinuous increase in svc coil and rv coil impedances. The patient declined a lead revision. The rv lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and not replaced.